Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high lead impedance and increased capture thresholds and poor sensing.~~~~~~~~~